Event description:
It was reported to medtronic minimed that the customer discovered a crack at the back of the pump, along the battery compartment and did not know how it got damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The serialized device will be replaced. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The following were noted during a physical inspection: missing retainer, stained keypad overlay, cracked battery tube threads, cracked battery compartment, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. Cracked battery compartment, cracked battery tube threads, missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are all confirmed. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.